Event description:
Proflor was being used for a left side preliminary indirect inguinal hernia. While making final adjustments, the implant lamella core separated from the flat disk. The implant was removed and replaced with another to complete the procedure. The patient was managed successfully following the procedure and there were no reported complications to date. Follow-up with the user revealed that a sponge holder was used to place the proflor implant.

Manufacturer narrative:
This MDR was prepared based on a 483 observation during an FDA inspection from (B)(6) 2015 and retrospective review of customer complaints.